Event description:
Two conmed corporation, vcare small, uterine manipulators would not hold air in their balloons when tested with 10 cc's of air. Both devices had the same lot #. FDA safety report ID # (B)(4).